Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient turned the ins off last week but had still felt stimulation ever since. The rep reported that they were with the patient on the day of the report and confirmed that the ins was off and at 0.0v but the patient still claimed to feel stimulation. The rep reported that the patient was not feeling stimulation in the pocket and not where he normally felt stimulation but elsewhere. The rep reported that the patient claimed to feel stimulation when laying down or lying on his side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that it was determined that the cause of the patient feeling stimulation with the neurostimulator (ins) off was due to a nerve irritation unrelated to the ins. The rep reported that the patient as set up to consult with the physician. The rep reported that they were informed of the issue on (B)(6) 2017 and met with the patient on that day. The ins was interrogated and determined that there was no errors with the device. The rep reported that the issue had been resolved in regards to the implanted device not being related to the issue. No further complications were reported.